Event description:
The customer reported to olympus that the evis exera iii video system center image intermittently goes out and the narrow band imaging (nbi) has been randomly turning on. The issue had occurred previously during a case. During an investigation with the olympus representative, the user did not receive an image when connecting two bronchiovideoscopes to the video system center tower. The user then connected the same scopes to a different tower and was able to see an image. The customer was recommended to return the subject device for evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the intermittent image could not be identified. However, it¿s likely the cause is related to defective printed circuit boards, flat cable, low voltage switching device, or converter of the subject device. Olympus will continue to monitor field performance for this device.